Event description:
It was reported that a patient, (B)(6) male, underwent an atrial flutter right procedure with a thermocool® sf nav bi-directional catheter and suffered hypotension and respiratory arrest. The patient¿s medical history is unknown. The patient did require chest compression and oxygen was administered; the patient was stabilized. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is due to the respiratory arrest per the lack of oxygen being delivered. Likely anesthesia related, does not believe caused by bwi products.

Manufacturer narrative:
A) the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. B) as the lot # 17055352l, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. C) concomitant bwi products: product: carto 3 rmt system: us catalog # fg560000, serial # (B)(4); product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4); product: coolflow® irrigation pump: us catalog # cfp002, serial # (B)(4). Product: webster® cs catheter with ez steer¿ technology and auto ID: us catalog # bd710fj282ct, lot # 17030725m. (B)(4).